Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid right coronary artery. The 3.00mm x 20mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed from the patient's body and it was noticed that the stent struts on the distal end of the stent were damaged. The procedure was completed using another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Stent struts on the three most proximal rows were damaged and stretched proximally. This type of damage is consistent with the stent meeting resistance upon advancement. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).